Event description:
The following information was reported: followed all steps, at pull out the sealant was sticking out of skin. Hematoma developed <6 cm in size. Manual compression was applied for less than 30 minutes. The patient was not hospitalized. Stick location: femoral head procedure type: diagnostic.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A possible cause of the sealant sticking out of the patient's skin during the device removal step could be due to the balloon not being fully retracted. If the balloon is not fully retracted into the tamp tube, the sealant can be dislodged from the tissue tract when the device is removed from the patient. If the sealant becomes dislodged from above the arteriotomy while removing the device from the access site, blood may flow around the sealant resulting in a hematoma. (B)(4). Note: pi number is unknown as the lot number was not provided.